Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator generated a continuous alarm. The screen then blacked out and ventilation stopped. The patient was removed from the unit, and transferred to another ventilator. There was no report of harm as a result of this event.